Manufacturer narrative:
(B)(4). Concomitant medical products: 22-301311, arcos con sz a hi 60mm ha, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02185.

Event description:
It was reported that the distal part of the proximal body could not separate during the revision procedure. It was determined that the best option was to leave the stem in situ and use a longer head. The proximal defect was covered with the section of strut allograft, and a synthes cable was applied. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 22-301311, arcos con sz a hi 60mm ha, 464980; 650-1056, cer bioloxd option hd 32mm, 2016050315; 650-1064, cer option type 1 tpr sleve -6, 2891913. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.